Manufacturer narrative:
This report is linked with report 3004209178-2018-10824. The serial numbers of the devices in these reports were switched. Serial number (B)(4) previously submitted in 3004209178-2018-10824 actually applies to this report 3004209178-2018-10813. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via patient indicated that the device had stopped being effective for their incontinence and the battery was dead. The incontinence had returned. The device had not been removed and the battery was dead. Yes the patient recovered from revision.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# va0cvem , implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0cvem, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient reported a revision in 2014. The reason for the revision was not reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.